Manufacturer narrative:
The technician found a broken head end transfer link on the brake hex rod. Per the hill-rom service manual annual preventative maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features including but not limited to: caster braking systems. The technician replaced the head end transfer link to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the head end brake casters are not holding. The stretcher is located in the penthouse at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).